Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2010. The fse cleaned the wash wheel and adjusted the wash arm. Then the fse made the necessary alignment adjustments to the incubator pick and place, wash pick and place and all pipettors. The fse then calibrated the pressure sensors and transducers. Also, the fse performed a routine system check, pipettor matching, low volume pipettor matching, a carryover test and a high sensitivity system check; all testing passed within instrument specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated thyroid stimulating hormone (tsh) result generated on a unicel dxi 800 access immunoassay system for one patient. The customer re-ran the sample and the results were within the normal reference range. The initial erroneous result were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.